Event description:
Procedure was a stand-alone atrial appendage removal through a pericardial window. Distal pins of tigerpaw device were not locked in. Steps were taken to complete occlusion and stop bleeding. Blood loss is 2300 to 2500 cc. Four units of blood given. The 1250 cc cell saver returned.